Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor exhibited undersensing. No other information was available.

Manufacturer narrative:
Further information requested but was not received.